Event description:
Boston scientific crm received information that this right atrial (ra) lead had dislodged. The physician elected to reposition the lead in the ventricle. The right ventricular (rv) lead was explanted as it was in mid-basal position rather than apical. A new ra lead was attempted to be implanted; however, the lead was inserted into the introducer and became stuck in the superior vena cava and the mannitol cap dissolved. A new ra lead was successfully implanted. No adverse patient effects have been reported.